Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-ventricular (rv) lead exhibited oversensing of noise. No resolution was performed. The patient condition was stable, and the patient would continue to be monitored.